Event description:
It was reported that this implantable lead was explanted due to elevated pacing thresholds and out of range lead impedances. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).